Event description:
Related to MFR report # 2183959-2012-00023. On (B)(6) 2008, a perigee was implanted to treat uterine and pelvic floor prolapse. It was reported that, within a few months, she began to experience sharp pelvic pain. On (B)(6) 2009, surgery was done to excise eroded mesh along with implantation of another non-ams mesh device. Her symptoms continued despite the revisionary surgery. She suffered, including but without limitation, pelvic pain, further erosion of the mesh, dyspareunia and infection. Another attempt to remove the mesh was made on (B)(6), 2011.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.